Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from denmark alleged a discrepant result for a single patient while using the cobas® sars-cov-2 nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The patient was being tested for travel purposes and was denied departure. The patient was then re-tested at another facility 3 hours later with a newly collected sample and generated a negative result for sars-cov-2 on an unknown pcr assay that was not a liat. The initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
An investigation was conducted and concluded that the sample is at the limit of detection for this assay where results can waiver. There were no abnormalities seen in the data to indicate a systems issue. The sensitivity of the competitor test is not known and, therefore, it cannot be determined if these samples may have been below the lod for that assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Also of note, discrepancy of two separate samples may be due to sample to sample variability. Sample to sample variability can be due to: when sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how sample was stored prior to testing (sample degradation); inadequate sample collection, etc. Additionally, the collection kit in use, copan enat 2ml volume, is off-label. Media with a different chemical composition could contain substances that could interfere with test operation and may impact assay performance. If the volume of collection media is not identical to on-label collection kit (3ml), then any potential interfering substances collected will be more concentrated and increase the rate of inaccurate results. The approved on-label collection kits have been tested and confirmed to be compatible with the cobas® sars-cov-2 nucleic acid test on the cobas® liat® system. Validated collection media kits for each specimen type can be found in the method sheet and are recommended for optimal performance of the assay. It is possible the sample contains viral material near the lod of the assay from a low level of laboratory contamination. Overall, no product problem was found during the investigation. (B)(4).